Manufacturer narrative:
Thermogard xp ivtm system (sn (B)(4)) was serviced at customer site. The primary reported complaint for the thermogard displaying an error message tcmid: 05 (coolant diff failure) was confirmed during event log review and initial functional testing. The defective temperature sensor and microcontroller were replaced and the console was recalibrated to remedy the issue. The secondary complaint of coolant low alert was confirmed during visual inspection. The system was drained and filled with new glycol. The root cause was low coolant on the coldwell. The system passed all the final functional testing and it verified that the system met all the manufacturing specifications. The event log was performed and error message tcmid: 05 was noted on the customer reported event date. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm system sn (B)(4).

Event description:
During setup for patient use, the thermogard system (sn: (B)(4)) was displaying error message tcmid: 05 (coolant diff failure) and low coolant alert. Another system was used to continue with therapy. No known patient consequences reported.